Event description:
It was reported that the patient experienced prolonged low continuous glucose monitor readings after performing a meal announcement while glucose was about 75 mg/dl, leading to hypoglycemia; the patient treated with oral carbohydrates including glucose tablets, sports drink, and cookies, and later replaced the cgm sensor which then displayed a reading of 230 mg/dl. Symptoms included hypoglycemia and sweating. Outcomes included the need for medication-level intervention with oral glucose and classification as a serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action related to early meal announcement.